Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent hysterectomy procedure on (B)(6) 2018 and barbed suture was used. The surgeon opined that the barbs are more shallow and do not hold the tissue as well as similar devices. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No product was returned for evaluation to determine the assignable cause of the performance barb non-engagement in tissue ; therefore, the reported failure could not be evaluated. It could not be determined what may have caused the reported incident.